Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was currently hospitalized due to a blood glucose level of 29 mg/dl. Caller stated that paramedics were called, treated the customer with a glucose shot, then transported him to the hospital. Customer was wearing the insulin pump at the time of the incident. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.